Event description:
It was reported that during preparation for a procedure, upon opening a crbs polarsheath package, despite the outside box was in good shape, the sterile packaging was observed to be compromised. The device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.